Event description:
It was reported that stent damage, myocardial infarction and compromised vessel flow occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. Thrombectomy was done and a 2.25 x 12mm promus element plus stent was implanted. Following deployment, an unknown ancillary device was advanced through the stent and have caused stent deformation. Subsequently, myocardial infarction occurred. Another of the same stent was then implanted to resolve the issue and the procedure was completed. No further patient complications were reported. The patient's status was stable but the vessel flow was compromised.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).